Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's dexcom g7 sensor was disconnected from her ilet resulting in alert 60. The user assisted with troubleshooting, but the alert persisted. A replacement device was shipped to the user. There was no report of any end-user harm or adverse event associated with this report.